Event description:
The customer reported to baxter product surveillance a pump/gravity solution "y" injection site interlink in which the spike broke. According to the report, the "short part of the spike broke into two pieces and floated into the IV bag." There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and the spike tip was confirmed to be broken. Functional tests were not necessary to confirm the malfunction. The spike could have broken off due to mishandling of the spike tip or lateral force used during the insertion process while spiking the bag. However, an exact root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.